Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? The device deployed as expected, but the tissue did not come together. The description given was that the tissue looked like it was bunched together. The surgeon also mentioned that he believes the staples did not fully form. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Please see above or, did the device staple, but not cut the tissue? Please see above did the device deliver any staples? Please see above if yes, were the staples deployed into the tissue formed in the proper closed b-formation? Please see above if the stapler did fire was the staple line complete? All staples were deployed as expected but did not seem to form properly or bring the tissue together. Did the device cut? Yes. If yes, was the cut line complete? Yes. Can you please provide details regarding the current patient status? I believe that patient has recovered. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Unknown. What were the indications for surgery? Vats lobectomy. What color cartridge was being used during this firing? Gold . Does the surgeon pulse fire or use one continuous firing stroke? One continuous. Was buttressing material used? No. Please describe the staple shape in more detail. Was there any tissue movement during the firing? Yes. How was the post-op care altered? Monitored the patient for air leaks, but adverse outcomes that I am aware of. Additional information was received that a pve35a was also used. Is this correct or does the pve35a belong on a different complaint? Different complaint. What is the current patient status? Unknown to me at the moment.

Event description:
It was reported that during a lobectomy procedure, when the surgeon was taking the bronchus. The staple line that was left behind did not fully approximate the lumen of the bronchus, which resulted in an air leak during the leak test towards the end of the procedure. The result of this was that the procedure was prolonged for a further 3 hours and had to open the patient. The surgeon involved had to over sew the defected areas.

Manufacturer narrative:
Product complaint (B)(4). Batch # t5ad3t. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.